Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised on the proper loading technique for a new cartridge, successfully loaded it, and resumed insulin therapy, resolving the issue.